Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that they received a battery out limit alarm on the insulin pump. They were unable to clear the alarm. The escape and act buttons were not working. The customer had taken off the device to go swimming and the problems started to occur when they put it back on. The customer¿s blood glucose during the incident was unknown. The customer¿s last blood glucose that they checked was 511 mg/dl. They were trying to treat the high blood glucose with manual injections. Unable to troubleshoot for the high blood glucose due to keypad not responding. The time on the clock advanced when monitored for one minute. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to buttons unresponsive. Insulin pump was received with corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.